Manufacturer narrative:
Correction: the awareness date was updated. The following fields have been changed: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-07-08.

Event description:
It was reported that the during the infusion, the bd saf-t-intima¿ IV catheter safety system puncture site appeared to be infected "in the last 10 days". The needle was removed, and sterilization was performed before another puncture was made. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion of indwelling needles in the ward in (B)(6) 2020, she found that 3 indwelling needles (9031833(1) 9086671(2)) appeared puncture site infection in the last 10 days. The customer suspected that the indwelling needles were related to the indwelling needles, and hoped that our company would pay attention to it after the infection of the puncture site was found, the indwelling needle was removed immediately, and no difficulty in puncture was found during the puncture process. Sterilization was followed to sterilize before puncture"

Event description:
It was reported that the during the infusion, the bd saf-t-intima¿ IV catheter safety system puncture site appeared to be infected "in the last 10 days". The needle was removed, and sterilization was performed before another puncture was made. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion of indwelling needles in the ward in (B)(6) 2020, she found that 3 indwelling needles (9031833(1) 9086671(2)) appeared puncture site infection in the last 10 days. The customer suspected that the indwelling needles were related to the indwelling needles, and hoped that our company would pay attention to it after the infection of the puncture site was found, the indwelling needle was removed immediately, and no difficulty in puncture was found during the puncture process. Sterilization was followed to sterilize before puncture".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9086671 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team; however, the product described in this incident was not observed in the picture samples and therefore, was unavailable for evaluation or testing. The picture samples did appear to display the reported complaint of infection. After the saf-t-intima product is manufactured, it is sent of sterilization. The sterilization records for this lot number were reviewed and all criteria was met. At this time, a manufacturing related cause cannot be identified for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the during the infusion, the bd saf-t-intima¿ IV catheter safety system puncture site appeared to be infected "in the last 10 days". The needle was removed, and sterilization was performed before another puncture was made. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion of indwelling needles in the ward in (B)(6) 2020, she found that 3 indwelling needles (9031833(1), 9086671(2)) appeared puncture site infection in the last 10 days. The customer suspected that the indwelling needles were related to the indwelling needles, and hoped that our company would pay attention to it after the infection of the puncture site was found, the indwelling needle was removed immediately, and no difficulty in puncture was found during the puncture process. Sterilization was followed to sterilize before puncture"